Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure when the scrub nurse was trying to prepare the suture for skin closure, the suture broke. The surgeon didn't get any chance to use it as the needle came from swage before suturing. They used another suture to finish the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of two sm-5679g biosyn 3-0 und 75cm p14 x12. The visual inspection and functional evaluation of the returned samples had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported condition. If information is provided in the future, a supplemental report will be issued.